Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's infusion set was changed due to site hurting. Customer's blood glucose was 444 mg/dl. Caller reported that site did not show signs of infection. Caller also reported that insulin pump received no delivery alarms. Caller reported that no delivery was resolved with a complete set change. Caller was advised to call when issue was occurring in order to troubleshoot. Products would be returned.